Event description:
It was reported that the user experienced hypoglycemia after dinner despite meal announcing, with a fingerstick of 54 mg/dl and cgm calibration performed; the user consumed fast-acting carbohydrates and juice, reported lows occurring around dinner, and had a recently increased target blood glucose, with no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included transient low glucose outside the target range for approximately 45 minutes, self-treatment with oral glucose, and no medical intervention or hospitalization. Investigation included troubleshooting, education, and assignment for additional training, with plans to have a local trainer review reports. Investigation of this case revealed cause unclear for the hypoglycemia, with no device alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.